Event description:
A spinal fixation system was implanted into a pt in 12/97. X-ray revealed that rod was dislodged. Revision surgery was performed on 2/6/98; it was reported that the set screw did not engage the rod properly.